Event description:
It was reported to philips that there was system freezing in middle of the cases. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was performed and completed with delay. The philips field service engineer (fse) inspect the system onsite and confirmed that the system was stuck. The fse identified a malfunction in the system, traced to the failure of the sibbox component, as per the error logs. To resolve the issue, the fse replaced the faulty sibbox with a new one and loaded the appropriate firmware onto the system. The defective sibbox was sent back to philips for detailed failure analysis. However, the supplier's analysis did not conclusively determine the cause of the failure. The replacement of the sibbox successfully restored the system to good working order, resolving the reported issue. The codes were updated based on the investigation outcome.